Event description:
The reporter rec'd the er1 message two months ago, and did not use the color comparison chart on the test strip vial. She said she retested an hour later and got a reading of 259 mg/dl. She stated that she does not take insulin, and that her oral med dosage remained the same at that time.